Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4 - PMA/510(k)#: exempt. This report includes information known at this time. A followup report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an ureteroscopy procedure, an ncircle delta wire tipless stone extractor's basket did not close to its full potential. The basket was tested prior to use, and it was unable to fully close. The basket was then used to retrieve a stone and would not close around the stone. Another same type device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Event description: as reported, during an ureteroscopy procedure, an ncircle delta wire tipless stone extractor's basket did not close to its full potential. The basket was tested prior to use, and it was unable to fully close. The basket was then used to retrieve a stone and would not close around the stone. Another same type device was used to complete the procedure. A section of the device did not remain inside the patient¿s body. The patient did not require any other additional intervention or experience any adverse effects due to this occurrence. Investigation - evaluation: reviews of complaint history, device history record, manufacturing instructions, instructions for use (IFU) and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record found no non-conformances related to the reported failure mode. A review of complaint history records shows no other complaints associated with the complaint device lot. Based on the available information, cook has concluded that the device was manufactured to specification and there is no evidence suggesting nonconforming product exists either in house or in the field. The instructions for use (IFU) does not provide any information related to the reported issue. All baskets are tested for functionality during manufacturing and quality control checks. The cause for the issue could not be established. Per the quality engineering risk assessment, no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.